Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture.

Event description:
Healthcare professional reported a right side implant removal from textured to smooth due to the concerns of the product. Additional report of capsular contracture, baker grade unknown and enlarged lymph nodes. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Creases were observed. Wear abrasion observed. Voids observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional updated right capsular contracture to baker grade iii.